Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was due to visible water ingress and delamination.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator's touchscreen is unresponsive to touch commands. The customer reported signs of delamination in the bottom right-hand corner of the screen. The customer reported that there was no patient involvement with this reported issue.